Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 530 mg/dl at the time of the event. Customer also mentioned issue with pump not alarming and not delivering insulin. The customer was treated with the insulin manual injection and the customer did not specify any symptoms related to the event. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. There was no information to determine the  smart guard auto mode was active during the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will  be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The insulin flow blocked alarm (with audio alarm) functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms or blockage audio alarms noted during testing. Successfully downloaded the trace and history files using thus and carelink upload was successful. No under-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, stained serial number label, and pillowing keypad overlay. The pump passed all functional testing. Under-delivery and high bg anomalies are not confirmed. The pump history file lists the following bolus delivery for the event date, 7/3/2023: 07/03/2023 21:51:46 bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.8 bolusamountdelivered = 6.8 please see below for the daily total of all insulin delivered on the event date 7/3/2023: 07/04/2023 00:00:00.000 dailytotals eventtype = 60 dailytotalcollectionstarttime = 07/03/2023 00:00:00.000 dailytotalofallinsulindelivered = 31.7 dailytotalofbasalinsulindelivered = 24.9 dailytotalofbolusinsulindelivered = 6.8 there were no auto suspend events on the event date, 7/3/2023. Please see below for the user suspend on the event date, 7/3/2023: 07/03/2023 18:01:43.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended 07/03/2023 23:10:19.000 insulindeliverystopped reasonforinsulindeliverysuspension = user suspended. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.